Event description:
Additional information was received that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted.

Manufacturer narrative:
Additional information: b5, d10, h3, h6, h7, and h9 the device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
Loss of pacing and communication failure were confirmed by analysis. The loss of pacing was due to the loss of communication with the device, which was due to a low battery voltage, which was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a li cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
The patient presented in the emergency room and was admitted into the hospital due to syncope. Upon investigation, the cause of the syncope was suspected to be due to a loss of pacing by the device. Furthermore, the device was unable to be interrogated due to possible premature battery depletion. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.